Manufacturer narrative:
The field service representative (fsr) verified that the batteries were replaced in july of 2021 so he cleared the message and will replace the batteries when appropriate. The batteries passed all testing and no issues were found. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the unit displayed a 'you have exceeded the two year life of your battery. Please contact service for replacement' message earlier than expected. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per data log review: the system log covers from (B)(6) 2022-(B)(6)2022. The system was powered up from (B)(6)2022 to (B)(6) 2022, the user was not notified of a 'battery lifetime exceeded' message during that time. The system was powered off on (B)(6)2022. The next power up was on (B)(6)2022 and the user was not notified of a 'battery lifetime exceeded' message. It is possible that the user was notified before (B)(6)2022 but there is no way to tell from the log. The log review cannot confirm the complaint from the logs.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.